Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button exhibited delayed responsiveness, with multiple presses required to wake the screen, as demonstrated in a user-provided video; removing the case and performing a pump reset were conducted, after which the wake button functioned normally. Symptoms included delayed device response without physiological effects. Outcomes included no impact on blood glucose, no alarms, and no medical intervention. Investigation included remote troubleshooting, user guidance to remove the case, review of a video demonstrating the behavior, and a device reset. Investigation of this case revealed a transient user interface responsiveness issue related to the sleep/wake control; post-reset performance was normal and no hardware failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible device performance issue resolved by reset.